Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen on (B)(6) 2019 after he stopped responding to sound with his left ci. Mom reported that lately he has been hitting/banging his head on the floor when frustrated.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user was seen on (B)(6) 2019 after he stopped responding to sound with his left ci. The mother reported that lately the user has been hitting/banging his head on the floor when frustrated. A CT scan showed the device in the correct position. The recipient was re-implanted on (B)(6) 2019.